Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope had wear on the adhesive around the light guide lens and the objective lens. Also, there was corrosion around the forceps elevator. There were no reports of patient harm.